Event description:
Revision surgery - due to the patient dislocating. The surgeon increased the thickness of the insert.

Manufacturer narrative:
The reason for this revision surgery was the patient was dislocating. The in-vivo length of patient service for the implant was 9.4 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(6) surgical for examination. A review of the implant device history records (DHR), shows that the reported component(s) used in the previous surgery met design and manufacturing requirements. There were no ncmrs associated with the product(s) that may have contributed to the reported event. The device(s) was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery due to patient dislocating. No other information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside of the control of (B)(6) surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.